Manufacturer narrative:
H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The cuff of the set was observed not to inflate. However, after following the IFU and gently massaging the cuff, the issue was resolved. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon did not inflate. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.